Event description:
Customer reported she experienced a low and then a high and the device did not alert her. Customer was advised that if the device alarmed lost sensor she had to reconnect the device and that is why it did not alert her. Customer also she has been getting low battery and has been changing the batteries. Battery lasted more then a week. Customer also stated the she has a CT scan and the transmitter and the insulin pump where on. Customer stated she would call back to do displacement test. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).